Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior pelvic floor repair kit and a solyx single incision sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). It was reported the patient was originally seen for grade 3-4 cystocele. On (B)(6) 2011 the patient was seen for complaints of nocturia but no incontinence was present. An exam revealed a small mesh erosion. On (B)(6) 2011 the patient underwent surgery to excise a small piece of visibly eroded mesh. The patient was seen on (B)(6) 2011 and was voiding fine. The foley catheter was removed at this time. The patient was last seen on (B)(6) 2011 and was doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.